Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation incr easing/decreasing unexpectedly was because the patient changed to a different program where some of the positions were set to 0. The rep met with the patient in the clinic and set the intensity for all of the patient's programs in all available positions. The issue was resolved and no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the intensity of the ins was changing up and down. It was noted that the adaptive stimulation was active, but it was occurring without positional movement. The patient reported that they were in the reclined position and the stimulation changed from 4 ma to 0.5 ma. The patient reported that another time, they were in the lying position and the intensity changed from 2 ma to 4 ma. No symptoms or complications were reported.